Manufacturer narrative:
Perforation/tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use.

Event description:
During follow-up, high threshold and low sensing was noted. Diagnostic imaging was performed and the lead was found displaced and a cardiac perforation had occurred. The physician does not allege that the lead caused the perforation. The lead was successfully explanted and a new lead was implanted to resolve the issue. The patient was in stable condition following the procedure.